Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported receiving replace battery alert/replace battery now alarm. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The customer will continue to use the product till the replacement arrives. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap.the pump passed the displacement and active current measurement tests; it failed sleep current measurement and self tests. Self test failed because it returned a pump error 75. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. Thump software was utilized and uploaded trace/history files properly.the case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump.after inserting a known good pcba2 with a known good internal battery and a known good pcba1 into the original case, the sleep current measurement fell within specs and the self test passed. After swapping the original pcba2 with a known good internal battery onto a known good pcba1 and then into the original case, the sleep current measurement fell within specifications again and the self test passed. After swapping the original pcba2 with the original internal battery onto a known good pcba1 and then into the original case, the sleep current measurement read high and the self test returned a pump error 75. Finally after inserting a known good pcba2 with a known good internal battery onto the original pcba1 and then into the original case, the sleep current measurement fell within specifications again and the self test passed. In summary, the customer¿s report of unexpected battery power loss was confirmed during testing. The high sleep current measurement as well as the pump error 75 were isolated to the internal battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.